Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found had a burn on the probe cover, and white foreign material in the jet tube. Based on the results of the investigation, the most probable cause of the burned probe cover is expected or random component failure without any design or manufacturing issue. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope had a burn on the probe cover, and white foreign material in the jet tube. There was no patient involvement.